Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of approximately 500 mg/dl after resuming ilet use following a previous non-diabetes related hospital visit. The user¿s spouse found him unresponsive, and ems transported him to the hospital. The user was treated with IV insulin, fluids, and supportive care and discharged on (B)(6) 2025. The user reported that no alerts were heard or displayed during the event and has since discontinued ilet use pending retraining with their healthcare provider.